Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using four gore® excluder aaa endoprostheses. Since the patient has had diabetes mellitus requiring dialysis, the physician had an initial plan to implant a trunk ipsi-lateral leg component (rmt231418j/12106267) just below the superior mesenteric artery (sma). A delivery catheter was inserted through the patient's right femoral artery and the trunk was deployed just below the right renal artery. The physician then implanted an iliac extender component (pxl161007j/11814492) into the ipsi-lateral leg and deployed a contralateral leg component (plc201400j/12357155) respectively. An imaging post deployment revealed that the patient had a proximal type I endoleak, and the physician decided to implant an aortic extender component (pxa230300j/12158468) for extension of the proximal length. While the aortic extender was deployed, it partially covered the sma. On the same day, the physician performed a re-intervention, implanting a metal stent into the sma to recover the blood flow. After this procedure, the small proximal type I endoleak still persisted because there were a calcification and an aortic aneurysm just below the left renal artery. The physician decided to take a wait-and-watch approach to the endoleak and the patient tolerated the procedure. The physician stated that he attempted to implant a device just below the sma, but it was actually deployed in a little bit upper position. As per the clinical specialist, the planned deployment position was the one just below the sma and the deployment was done quickly so that the aortic extender seemed to move a bit proximally.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.